Event description:
The date of the event is unk. The facility reported that during a transfer, while the lift was raising the pt, the lift started to rise off the floor. The resident tilted down towards the bed. No injuries were reported to either the resident or staff. (B) (4).